Manufacturer narrative:
The device was not returned for evaluation, however pictures of the installed component were provided. After reviewing the pictures provided as well as the manufacturing specifications, it was determined that the filter was installed correctly with the flow in the direction of the reservoir bag as required. Based on the description of events, it is believed that the filter was not primed as required by the instructions for use, section 7.0 which states; "initialize recirculation through the filter device at 1 1 pm (liter per minute) and purge air from the filter. Increase the flow rate to clinical specifications as the fluid exits the pre-bypass filter." Priming the circuit at an initial flow greater than 1 1pm can cause slow flow through the filter. After discussing the issue with the facility, it was determined that they experienced a reduced flow during priming, causing the staff to assume the filters were assembled incorrectly. The facility was able to use the device without incident.

Event description:
The facility reported that the pre-bypass filter was installed in the wrong direction. It was also reported that this incident did not occur during use.